Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the catheter of a jelco® protectiv® safety i.v. Catheter detached from the hub and remained in the patient. The nurse discovered the fault when attempting a routine flush of the catheter and it would not flush. The nurse then took down the dressing and upon removal of the IV, only the hub was removed, no catheter was attached to it. X-ray confirmed tubular radiopaque foreign body present about the second metacarpal. It was surgically removed the next day. No permanent injury was reported.